Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker was explanted and replaced due to premature battery depletion. Other than the intervention no adverse patient effects were reported. This device was returned to boston scientific approximately 16 months before an allegation was received, and was subsequently disposed of following internal retention policy.